Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review of the provided image shows the grip cable is broken.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy with gastrojejunostomy procedure, when the fenestrated bipolar forceps instrument was used for the 8th time, the steel wire broke. A fragment fell inside the patient and was retrieved during the same procedure. There was a 3-minute surgical delay. The chief surgeon replaced the instrument with a new fenestrated bipolar forceps, which was used to complete the procedure.

Manufacturer narrative:
Device evaluation: the fenestrated bipolar forceps (fbf) instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.